Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Fluoroscopy revealed insulation abrasion on the left ventricular lead. All electrical measurements were stable. No intervention was performed; the patient would continue to be monitored. The patient's condition was stable.